Manufacturer narrative:
B3 date of event: unknown. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The reported issue was confirmed during functional testing when the device would not recognize a test cassette. The issue was traced to the downstream occlusion sensor, which was determined to be faulty. However, no root cause could be established for this condition. The downstream occlusion sensor will be replaced.

Event description:
It was reported that the pump did not recognize the cassette. There was unknown patient involvement and unknown patient harm.